Manufacturer narrative:
This report is submitted on october 11, 2019.

Event description:
It was reported that the patient's internal magnet was explanted on (B)(6) 2019. The patient will be re-implanted at a later date.